Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited high impedance measurements. The physician attempted to repair the lead but the impedance anomaly was still noted. The lead was capped on (B)(6) 2018. The patient was in stable condition.